Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part: 317.260 / lot: f-17590, manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 03 march 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the drill bit for mini quick coupling broke during surgery. There was no prolongation. Patient outcome is good. No information about patient condition available. This complaint involves 1 part. Concomitant reported part: 1x mini quick coupling (part and lot unknown). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). A product investigation was completed: the investigation of the complained drill bit shows that the tip is broken off. The missing tip was not returned for evaluation. The view of the broken surfaces does not show any anomalies of material structure, what indicates material conformity as well. The review of the production histories revealed that this drill bit was manufactured in march 2015 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. We only have limited information in the complaint description and cannot confirm how this happened. The measurable dimension of the broken drill bit was checked as far as possible and found to be in compliance with the technical drawings and specifications. The relevant length cannot be checked to print specifications anymore due to the missing part. No definitive root cause was able to be determined; however, the failure mode is consistent with high applied mechanical force. No indication for product related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.